Event description:
Physician reported an additional treatment date of (B)(6) 2022 using the c240 applicator, and ph affected area of abdomen. Physician noted mid-lower abdomen and flanks with enlarged tissue volume. Patient first noticed symptoms "7 months post treatment."

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment to the abdomen and flanks on (B)(6) 2022 using the c150 applicator and presented with possible paradoxical hyperplasia pah 3 months post treatment.

Manufacturer narrative:
Corrected data: a4 and d1.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment to the abdomen and flanks on (B)(6) 2022 using the c150 and c240 applicators and presented with possible paradoxical hyperplasia (ph) 3 months post treatment.